Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patients reported blood glucose level had rose to over 600 mg/dl. The patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site. Symptoms reported include vomiting as well as the patients eyes being sunk in. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids and an insulin drip. The patient was transferred to the intensive care unit (ICU). The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.